Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; g3; g4; h2; h3; h6; h10; h11. D10: medical product: unknown articular surface: catalog# ni, lot# ni. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, approximately 10 years and 3 months post implantation, the patient began to experience instability and loss of range of motion and underwent revision surgery with arthrolysis of the implanted joint. The articular surface and femoral components were exchanged without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; b4; b5; g3; h2; h6; h11.. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, approximately 10 years and 3 months post implantation, the patient began to experience instability and loss of range of motion and underwent revision surgery with arthrolysis of the implanted joint. The articular surface was exchanged without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, approximately 10 years and 3 months post implantation, the patient began to experience instability and underwent revision surgery. The articular surface was exchanged without reported complication. Due diligence is in progress for this event; to date no additional information has been provided.